Manufacturer narrative:
The recipient's infection reportedly resolved. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient underwent treatment, however, the device extruded. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's infection reportedly resolved. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was hospitalized for medical intervention prior to explantation surgery.